Event description:
Caller states that the inform base unit had melted plastic around the housing and smelled burnt. Base unit does not have drainage hole. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for the inform base unit. (B)(4).